Manufacturer narrative:
Results of evaluation: conclusion; the instrument was recycled repeatedly and it functioned as intended. The incident could not be repeated. Comments; co reviews each incident as it occurs in an effort to continously improve products.

Event description:
During a laparoscopic cholecystectomy it was reported by the affiliate that the sharp pyramidal tip(blade) was not exposed to create the passage through the abdominal or thoracic wall. There was no consequence to the patient.